Event description:
Review of the device diagnostic history upon service of the device noted a previous oxygen device failed occurrence. The customer did not report the finding during any previous usage. Upon an oxygen device failed occurrence, the ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during normal ventilation operation. There was no patient involvement and no patient harm reported. The manufacturers field service engineer reported the finding was not duplicated during service evaluation and testing. The unit passed final testing to operating specifications.